Event description:
The customer received questionable results on human chorionic gonadotropin + the beta subunit (hcg+b) for one patient sample. All results are in miu/ml. The sample had an initial result of 6.3, which was reported outside of the laboratory on (B)(6) 2013. The patient had a new sample drawn for hcg+b on (B)(6) 2013. The result of this sample was 0.100 miu/ml, accompanied by a data flag; which was generated on cobas e601 module (e601) serial number (B)(4). This result was reported outside of the laboratory. There were no adverse events. On (B)(6) 2013, the physician questioned the result from (B)(6) 2013. The sample from (B)(6) 2013 was repeated on the same instrument and generated a result of 0.100, accompanied by a data flag. The sample was repeated on another cobas e 601 module serial number (B)(4), and generated a result of 0.100, accompanied by a data flag. The customer deemed the repeat result to be the correct result, and a corrected report was issued. There was no adverse event. The patient is not pregnant. The lot of hcg+b reagent in use was 16758402, with an expiration date of 07/31/2013. The field service representative found an issue with the gear pump head. He replaced the gear pump head and adjusted the pressure. He also adjusted the high voltage adjust and blankcell calibration. The field service representative executed performance testing, which was within specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.